Manufacturer narrative:
Maquet cardiopulmonary is aware of a similar complaint ((B)(4)) which was investigated with the following results: during laboratory investigation it was confirmed that the tyvek cover was forced through. Based on the previous investigation results a confirmation of the failure was possible. Most probable root cause: in regards to the issue concerning the punctures from inside to outside an inappropriate handling (upside down) can be concluded. If the welding points of the inlay become loose, it will allow the product within the inlay to move. As a consequence, the holder of the venous probe may cause damages in terms of two punctures through the tyvek cover. A trend review was performed. 15 similar complaints were found. Due to this no systemic issue could be determined. The product was not used for patient treatment. The event has been reported with a delay due to our retrospective examination of the record. At the time (2018-03-16) the complaint was reviewed and found not to be reportable. Current day, we compared the record with equivalent events, and found an inconsistency with the reporting decisions. With the current knowledge and the current team of complaint handlers, we have come to conclude the event should have been reported. As a remedial effort, we will report it within CAPA # (B)(4).

Event description:
Sterile packing was compromised from puncture within. Cardboard inside box showed signs of impact without full puncture. Complaint # (B)(4).